Manufacturer narrative:
Additional information: d8 corrected information: g3 device was not returned for additional evaluation or investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per follow-up, the reported noted, "they took an xray to see if catheter was possibly dislodged, or if there was possible tear. All looked fine. Physician decided to explant and didn't perform cap study." There is no further information at this time. Please note that the patient's catheter was explanted, this explant was captured through MFR 3010079947-2020-00277 internal complaint number: (B)(4).

Manufacturer narrative:
Post market surveillance communicated with representative to follow up on the cause of the alleged volume discrepancies. Representative stated that they spoke to the attending nurse who stating that they believed that it was possibly due to an occlusion in the patient's catheter. No cap study was performed, however, so this was not able to be confirmed. As the device was not returned for additional evaluation and investigation, and the attending nurse was unable to provide any additional causes for the alleged volume discrepancies, a definitive root cause for the alleged issue could not be confirmed. MFR 3010079947-2020-00277 was opened to address the catheter issues related to this complaint. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device history record review and further follow-up. Internal complaint number: (B)(4).

Event description:
Patient tracking contacted technical solutions to report a prometra ii pump explant and replacement. Per follow-up, representative inquired with office and reported, "appears that [the patient] had significant volume discrepancies without obvious visual abnormalities on xrays of catheter and pump. With the last significant discrepancy, [the patient] was then weaned down to zero and order placed for replacement of pump and catheter." This MFR captures the pump and MFR 3010079947-2020-00277 represents the catheter.